Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Not in manufacturing mode. Unit communicated properly with sensor test(guardian sensor 3). No bad sensor alarms noted during testing. Unit was received with minor scratched lcd window and scratched case. No cracks noted on lcd window or case and no peeling on keypad overlay noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states a plastic around buttons were lifting off, of pump body also customer can barely read the top part of the screen because had a crack between the screen and the pump body the customer also states got an error saying the sensor was bad. The insulin pump will be returned for analysis.